Event description:
The customer reported after laser assisted cataract procedure, patient was sent home to wait for cataract surgery. After approximately 1 hour, patient contacted surgeon via phone to complain of headache and painful eye. Patient was bought back to clinic and was found to have an iop pressure of 60mmhg. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for the laser. Based on available information, the likely cause of the reported issue was that the surgeon did not follow the operator's manual and perform the cataract surgery within 30 minutes of completing the laser procedure. Instead, the patient was sent home to wait for the cataract surgery portion. Customer training has been requested. (B)(4).